Event description:
The customer reported the device would not power up on ac power. No patient involvement reported.

Manufacturer narrative:
Conclusion/root cause: the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported the device would not power up on ac power. No patient involvement reported.